Event description:
A home patient (hp) reports two incidents of dry minicaps. The hp does not see the presence of betadine when initiating the drain phase of his dialysis exchange. The hp verifies the sponges are brown in color and the packages are sealed in the usual manner. No patient injury or medical intervention reported.